Event description:
It was reported that the patient was experiencing post-op weakness in lower extremities. As a result, patient was admitted to the hospital for observation and scans. The patient's symptoms are improving. Next course of action is undetermined at this time.

Event description:
Additional information indicates that post-op weakness resolved with no intervention.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.